Event description:
It was reported that the nurse stated that they were just starting cooling therapy on a patient. The arctic sun device kept alarming 01 (fluid delivery line open). Patient had 4 pads and one universal pad connected. Walked nurse through stopping therapy, emptying pads, and disconnecting. Had nurse reconnect pads holding blue tubing and not the clear plastic clamps, hearing audible clicks. Confirmed all tubing straight with no kinks, no visible damage to fluid delivery line (fdl) and adequately connected to back of device. Nurse restarted therapy, water flow rate (wfr) was remained at 0 l/min. Had nurse stop therapy and disconnect pads. Walked nurse through placing device in manual control. With no pads, system diagnostics showed that the water flow rate (wfr) was (B)(4), inlet pressure (ip) was -6.9 psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 3, system hours were 1,225 and pump hours were 1,096. Connected right leg, water flow rate (wfr) was (B)(4) and inlet pressure (ip) was -5.3 psi. Connected left leg, water flow rate (wfr) was (B)(4) and inlet pressure (ip) was -1 psi, nurse noted that no water appeared to be flowing to this pad, had nurse remove left leg pad and set aside. Connected left chest pad, water flow rate (wfr) was (B)(4) and inlet pressure (ip) was (B)(4). Connected right chest pad water flow rate (wfr) was (B)(4) and inlet pressure (ip) was -7.6 psi. Connected universal pad, water flow rate (wfr) was (B)(4) and inlet pressure (ip) was -7.6 psi. Recommended nurse to connect another universal pad in place of the left leg pad to avoid opening a new set of pads. Added universal pad to left leg, water flow rate (wfr) was (B)(4) and inlet pressure (ip) was -8.5 psi. Walked nurse through disabling manual control and resume cooling, after a few minutes water flow rate (wfr) was settled at (B)(4). Encouraged nurse if they had any more issues, call them back.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Corrections: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were just starting cooling therapy on a patient. The arctic sun device kept alarming 01 (fluid delivery line open). Patient had 4 pads and one universal pad connected. Walked nurse through stopping therapy, emptying pads, and disconnecting. Had nurse reconnect pads holding blue tubing and not the clear plastic clamps, hearing audible clicks. Confirmed all tubing straight with no kinks, no visible damage to fluid delivery line (fdl) and adequately connected to back of device. Nurse restarted therapy, water flow rate (wfr) remained at 0 l/min. Had nurse stop therapy and disconnect pads. Walked nurse through placing device in manual control. With no pads, system diagnostics showed that the water flow rate (wfr) was 1.7 l/min, inlet pressure (ip) was -6.9 psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 3, system hours were 1,225 and pump hours were 1,096. Connected right leg, water flow rate (wfr) was 2.2 l/min and inlet pressure (ip) was -5.3 psi. Connected left leg, water flow rate (wfr) was 0.1 l/min and inlet pressure (ip) was -1 psi, nurse noted that no water appeared to be flowing to this pad, had nurse remove left leg pad and set aside. Connected left chest pad, water flow rate (wfr) was 1.6 l/min and inlet pressure (ip) was -8 psi. Connected right chest pad water flow rate (wfr) was 2 l/min and inlet pressure (ip) was -7.6 psi. Connected universal pad, water flow rate (wfr) was 2.9 l/min and inlet pressure (ip) was -7.6 psi. Recommended nurse to connect another universal pad in place of the left leg pad to avoid opening a new set of pads. Added universal pad to left leg, water flow rate (wfr) was 2.5 l/min and inlet pressure (ip) was -8.5 psi. Walked nurse through disabling manual control and resume cooling, after a few minutes water flow rate (wfr) was settled at 2.9 l/min. Encouraged nurse if they had any more issues, call them back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were just starting cooling therapy on a patient. The arctic sun device kept alarming 01 (fluid delivery line open). Patient had 4 pads and one universal pad connected. Walked nurse through stopping therapy, emptying pads, and disconnecting. Had nurse reconnect pads holding blue tubing and not the clear plastic clamps, hearing audible clicks. Confirmed all tubing straight with no kinks, no visible damage to fluid delivery line (fdl) and adequately connected to back of device. Nurse restarted therapy, water flow rate (wfr) was remained at 0 l/min. Had nurse stop therapy and disconnect pads. Walked nurse through placing device in manual control. With no pads, system diagnostics showed that the water flow rate (wfr) was 1.7 l/min, inlet pressure (ip) was -6.9 psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 3, system hours were 1,225 and pump hours were 1,096. Connected right leg, water flow rate (wfr) was 2.2 l/min and inlet pressure (ip) was -5.3 psi. Connected left leg, water flow rate (wfr) was 0.1 l/min and inlet pressure (ip) was -1 psi, nurse noted that no water appeared to be flowing to this pad, had nurse remove left leg pad and set aside. Connected left chest pad, water flow rate (wfr) was 1.6 l/min and inlet pressure (ip) was -8 psi. Connected right chest pad water flow rate (wfr) was 2 l/min and inlet pressure (ip) was -7.6 psi. Connected universal pad, water flow rate (wfr) was 2.9 l/min and inlet pressure (ip) was -7.6 psi. Recommended nurse to connect another universal pad in place of the left leg pad to avoid opening a new set of pads. Added universal pad to left leg, water flow rate (wfr) was 2.5 l/min and inlet pressure (ip) was -8.5 psi. Walked nurse through disabling manual control and resume cooling, after a few minutes water flow rate (wfr) was settled at 2.9 l/min. Encouraged nurse if they had any more issues, call them back.